Manufacturer narrative:
An event regarding a size/fit issue involving an OEM acetabular shell was reported. Conclusions: the reported device is an OEM product investigated under protheos . The device was received and sent for supplier evaluation. Confirmation that an investigation has been initiated by the OEM supplier site was received.

Event description:
The surgeon reported that he was implanting an xl fit cup and reamed to the correct size (62) as per the optech, but the cup was too big for the hole that had been reamed. The surgeon then overreamed to one size larger and was able to insert a 62 trial, but was still unable to insert the xl fit cup itself. A standard trident 62 cup was used to complete the case. The case was completed successfully and there was a 10 minute delay to surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that he was implanting an xl fit cup and reamed to the correct size (62) as per the optech, but the cup was too big for the hole that had been reamed. The surgeon then overreamed to one size larger and was able to insert a 62 trial, but was still unable to insert the xl fit cup itself. A standard trident 62 cup was used to complete the case. The case was completed successfully and there was a 10 minute delay to surgery.